Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: patient had bought a disposable insulin injection pen and needle in the store on (B)(6) 2020 for insulin injection. After using insulin injection pen needle, it was found that the needle could not produce medicine normally, which affected the effect of medicine.

Manufacturer narrative:
H.6. Investigation: lot#9309114 DHR and related manufacturing records were reviewed, no abnormality was found. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: patient had bought a disposable insulin injection pen and needle in the store on (B)(6), 2020 for insulin injection. After using insulin injection pen needle, it was found that the needle could not produce medicine normally, which affected the effect of medicine.